Manufacturer narrative:
G4:23mar2021. B4:02apr2021. The customer reported a ventilator experienced a blower alarm during testing. The device was evaluated by the customer and the international field service engineer (fse). The fse replaced the blower. The device was then tested and confirmed to be functional. No other anomalies were noted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The customer reported a ventilator experienced a blower noise during testing. The device was evaluated by the customer and the international field service engineer (fse). The fse confirmed the reported issue. The fse replaced the blower. The device was then tested and confirmed to be functional. No other anomalies were noted. Based on the information provided and service performed, the customers alleged malfunction was confirmed. Corrected: this is a follow up #2

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21jan2021.

Event description:
The customer reported a ventilator experienced a blower alarm. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.